Event description:
Per the information provided to co by the physician's office, the device was removed as it was "not working". As reported to co, the pump, cylinder(s) and some assembly kit component(s) only were removed and replaced.